Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2018 with the following findings: on investigation, all keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. Moisture was noted on the button contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up arrow button is allegedly under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication the product caused or contributed to and adverse event.